Event description:
It was reported that the device had early battery depletion. Additionally, it was noted that the left ventricular (lv) lead had high thresholds for the life of the device. The device was explanted and replaced and the lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk ICD, implanted: (B)(6) 2011; 1688t, competitor lead, implanted: (B)(6) 2009. (B)(4).